Manufacturer narrative:
At this time, no additional information has been received. If new information is forwarded, the event will be reopened and updated.

Event description:
Boston scientific crm received information that this device was explanted due to pocket infection, approximately 3 months post implant. No allegations against the bsc product and the explanted unit will not be returned for analysis. The physician stated the patient would receive another device following infection resolution.